Event description:
Patient's meter does not power on. Patient has symptoms, which consisted of numbness in their feet. Patient visited and obtained a 257 mg/dl. Patient was not treated for their diabetes; however, patient was treated for numbness on their feet, since their foot was infected. Customer service was unable to resolve the issue and sent a new meter.